Event description:
It was reported that the anesthesia system had flow issues. There was no patient harm. Manufacturers's reference number:(B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. The investigation revealed an issue with the gas distribution block. The gas distribution block contains channels for distributing gas from the gas block to the four connected gas modules, (including the o2 and n2o gas modules). A new valve kit (containing gaskets and o-rings) for the gas distribution block was installed. The anesthesia system was successfully tested and was cleared for clinical use. A received picture showing the user interface confirms that the flow pattern was unstable when using o2/n2o as gas mix and pc as ventilation mode. The picture show further that the measured vte is three times higher than vti (at the time when the picture was taken). The airway pressure was not affected by this issue. The event log contains clinical alarms such as expiratory minute volume: high and respiratory rate: high (after the respiratory rate alarms, the trigger level was changed by the user several times. We have not been able to determine if the generated alarms were caused by the gas distribution block issue. Our conclusion is that the unstable flow pattern was most likely caused by the gas distribution block issue.

Event description:
Manufacturer's reference number: (B)(4).